Event description:
It was reported that there was a time base background. No patient injury was reported.

Manufacturer narrative:
The pump was received for investigation. Visual and functional checks were performed. Upon visual inspection, both tamper seals were found broken. Physical condition of the device found non original equipment manufacturer (OEM) parts. The top case was not OEM, and the battery door was found cracked. Review of the error history identified time base bgnd test. The device was functionally tested by the power up process and the reported problem could not be duplicated. The device was also found with a non OEM black low profile supercap installed on the main board. The problem was found to be user related. The use of non OEM components in the repair of the pump is strictly prohibited. The technical service manual (under warnings) indicates that the unauthorized modification of this product may constitute a safety hazard, which could lead to patient injury or death, as well as the potential for property damage (including the risk of fire). Use only smiths medical supplied service / replacement parts, including the battery pack. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).